Event description:
It was reported during an attempted replacement procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) device implant was unsuccessful. During the implant procedure, while performing induction testing, a 65 j shock was performed and failed to convert ventricular fibrillation (vf) rhythm. An external shock of 200 j was used to convert the arrhythmia. The physician reported hearing "popping sound" from the device, and a low out of range shock impedance of 1 ohms. Several attempts to measure system impedance were unsuccessful. The electrode was connected to the explanted device, and an interrogation was performed with system impedance value was 52 ohms. A different s-ICD device was successfully implanted, and shock impedance was 59 ohms. Besides surgical intervention, no adverse patient effects were reported. The attempted implant device is expected to be returned for product analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during an attempted replacement procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) device implant was unsuccessful. During the implant procedure, while performing induction testing, a 65 j shock was performed and failed to convert ventricular fibrillation (vf) rhythm. An external shock of 200 j was used to convert the arrhythmia. The physician reported hearing "popping sound" from the device, and a shock impedance of 1 ohms. Several attempts to measure system impedance were unsuccessful. The electrode was connected to the explanted device, and an interrogation was performed with system impedance value was 52 ohms. A different s-ICD device was successfully implanted, and shock impedance was 59 ohms. Besides surgical intervention, no adverse patient effects were reported. The device remains implanted implant.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.